Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a posterior repair using the mesh graft, perineoplasty and a monarch suburethral tape for grade 3 enterocele, grade 3 rectocele, blown perineal body and stress urinary incontinence.